Manufacturer narrative:
Analysis of the ins (serial (B)(4)) found no significant anomaly. Analysis of the 3550-29 plug accessory (serial no. Unknown) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility regarding a patient with an implantable neurostimulator (ins). It was reported that the device was replaced due to early battery depletion. The caller had no further information to provide. No further complications were reported as a result of the event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3550-29, product type accessory.

Event description:
No new information received.